Event description:
It was reported that during a peripheral interventional procedure, the stent collapsed. The 100% stenosed lesion was located in the moderately tortuous and calcified common iliac vein. A wallstent uni 16x40mm was advanced and deployed at the lesion. The stent was post dilated with another manufacturer's balloon and an xxl 14x4.5mm balloon. After post dilation, the proximal end of the stent collapsed. The stent remains implanted, and the patient was transferred to another facility for additional evaluation and treatment. The patient condition is reported as "fine."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.